Event description:
During stone extraction/urology procedure the basket tip broke off remaining in patient. Boston scientific product numer 390-104 lot# 9154320. Another basket was used to retrieve tip, this basket also broke off in patient. This product was boston scientific product number 390-201 lot# 9104018. Surgeon was able to remove some pieces of baskets with another brand product. Small piece of basket remains in patient.